Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user account issue was investigated and it was identified that an inactive domain was still visible on the bpm server. An inactive account existed in both domains, which caused the login failure. An eta for the fix could not be provided, as the resolution was not available in the current version. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user account issue was investigated and it was identified that an inactive domain was still visible on the bpm server. An inactive account existed in both domains, which caused the login failure. An eta for the fix could not be provided, as the resolution was not available in the current version. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the inactive domain still present on the bpm server. A technical support specialist (tss) confirmed with engineers that through release notes that the bug was fixed in es 1.11 after a coding change introduced in es 1.10 had verified that the flaw mainly affected es 1.7.4. Since es 1.10 was not a general-release version, the permanent fix had been included in es 1.11. Once the site upgraded to es 1.11, the issue no longer occurred. This bug had also been reported at other sites, so it was not unique to that set of servers. Until the upgrade was completed, users who experienced similar issues followed the established workaround. Which mentioned when logging in, specify the domain in the user ID using sam format or upn format. The system functioned as intended after the technical support specialist investigated the issue.